Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records (B)(4) that a patient with a 33mm 7300tfx mitral valve, in tricuspid position, after an implant duration of 8 months and 12 days underwent thrombectomy due to valve thrombosis. Per medical records, the patient was readmitted in (B)(6) 2020 with infectious symptoms, found to have a large tricuspid valve mass (3.4 x 0.7 cm). He was treated with IV antibiotics, although blood cultures were persistently negative. He underwent catheter-based aspiration of the tv vegetation on (B)(6) 2021, of which pathology confirmed thrombus. The procedure report notes thrombectomy catheter aspirating debris in the ra and across the tricuspid into the rv. Anticoagulation was paused but was restarted and the patient was discharged on long term antibiotics. On (B)(6) 2022, tee demonstrated worsening tricuspid regurgitation with recurrent mass which possibly due to failure of eliquis. The patient was put on chronic anticoagulation with warfarin.

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is patient factors including patient's ongoing history with infective endocarditis.